Event description:
It was reported that the ventilator failed flow transducer test and o2 cell/sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the flow transducer test and the o2 cell/sensor test during pre-use check. Our field service engineer (fse) investigated the ventilator on site and confirmed the failure. Fse solved the issue by replacing the o2 gas module as it was found to be defective. The unit was handed over in good working condition after the replacement. The replaced o2 gas module was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).